Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The contacts on the battery cap are neither missing nor damage. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Display returned even after pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.